Event description:
It was reported that during preventive maintenance, the compressor mini failed to turn on. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. The fuses and mains inlet were found faulty and were replaced. The compressor was returned to service after successful function test and safety check. Ocular inspection of the returned mains inlet found that it was dusty and the fuse holder was defective due to heat exposure. The fuses were not returned. Earlier investigations have determined that the cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. If the mains inlet is broken, the compressor will not start. If the failure occurs with a ventilator connected to the compressor, the supply of air stops and an alarm will activate. The conclusion is that the compressor mini did not start due to a blown fuse.

Event description:
(B)(4).